Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and high risk for pulmonary embolism. The device was implanted prior to a planned hip replacement operation. The filter was deployed via the patient's right groin using the seldinger technique. The filter was placed at the l2-l3 vertebral interspace in a good position.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava and filter tilt. The patient became aware of the reported events approximately sixteen years after the index procedure. The patient also experienced nausea, edema, pain (joint, chest, back, side, abdominal), headache, cough, swelling and fatigue.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and hypercoagulable syndrome and was at high risk for pulmonary embolism (pe). The indication for the filter placement was reported to be as prophylaxis prior to planned hip replacement surgery. The filter was implanted via the right groin and placed in an infrarenal position. More than sixteen years after the filter implantation, the patient became aware that the filter had tilted and that filter struts had perforated outside the inferior vena cava (ivc). The patient further reported having experienced pain, edema, swelling and fatigue associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain, fatigue and edema experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.